Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.1mm vicm5 12.1, -09.00 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021 from patient's right eye (od). With a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown, "lens damaged when it was explanted. There is no adverse event to the patient."